Event description:
The customer reported that the product leaked possibly at the connection to the catheter and radioactive fluid spilled out. The set was discarded immediately. There was no direct exposure to anyone. Technesium 99m was being infused.